Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The product was manufactured in may, 2012. The device was not returned; therefore, a device analysis could not be completed. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a high drain alarm during automated peritoneal dialysis using a homechoice (hc) device. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume event. A technical service representative (tsr) explained the alarm and reviewed proper procedures with a care giver (cg). The tsr was unable to receive further therapy information, and the cg declined a swap of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.